Event description:
Additional information received from the healthcare provider (hcp). The cause of the motor stall was unknown. It was reported that no actions/interventions were taken to resolve the motor stall and symptoms, "recovered on it's own."

Manufacturer narrative:
Concomitant medical products: product ID: 8598, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from an healthcare provider (hcp) regarding a patient who was receiving morphine (20 mg/ml) at 10 mg/day via an implantable pump (lot number and dates of therapy not provided). Indications for use included non-malignant pain and other chronic/intractable pain (trunk/limbs). Medical history and concomitant medications were not reported. On (B)(6) 2015 according event logs at the initial interrogation, a motor stall occurred; no magnetic resonance imaging (MRI) was recently performed. On (B)(6) 2015, motor stall recovery occurred. The patient suddenly experienced flu-like symptoms, and started feeling better once the pump restarted. Additional information regarding the cause of the motor stall, as well as actions/interventions taken to resolve the motor stall and symptoms was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received stating that the motor stalls occurred twice so the patient's pump was being replaced on (B)(6) 2016 (the day of report). The stalls recovered both times. No MRI or electromagnetic interference (emi) unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 additional information was provided to the representative that a motor stall was seen at the initial interrogation. The patient did not have an MRI. The pump logs showed a stall and recovery on (B)(6) 2015 and then again on (B)(6) 2015. On the night of (B)(6) 2015 the patient started to experience symptoms of withdrawal including diarrhea, was feverish, shakes, and flu-like symptoms. There was no report of diagnostic testing or troubleshooting. However, the plan was to replace the pump but there was no date for the replacement yet. The dose was now reported as 10.5 mg/day of morphine. Information was requested to clarify the explant date and product return. If additional information is received, the event will be updated.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train and a motor stall due to shaft-bearing. Result code and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that there was still no replacement date but it was going to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.